Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 808:02, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an failure code 808:02. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.